Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient first started experiencing the withdrawal/scar tissue at the catheter tip on (B)(6) 2017. It was re ported that the withdrawal/scar tissue at the catheter tip had been resolved at the time of this report. The patient's weight at the time of the event was reported as (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at 834.5mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient was experiencing withdrawal, itchiness, and increased spasticity. It was unknown when the symptoms began. It was also reported that the catheter was around the t2 vertebrae and the doctor wanted to move it down to the t6-t7 region. It was reported that the catheter would be cut to verify cerebrospinal fluid flow and then reconnected. It was reported the patient's dose would be dropped to around 500mcg/day and would be monitored overnight. It was reported that the patient did respond to a bolus dose and the doctor believed there was some scar tissue at the end of the catheter that may be reducing the flow of the drug. A successful catheter access port procedure was done to verify flow a few days prior to the report. No further complications were anticipated/reported.